Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, nausea and dryness. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the hospital, due to high blood glucose (bg) levels, nausea and symptoms of dryness. The patient stated that she went from 14 mmol/l (252 mg/dl) before going to bed, waking up to 19 mmol/l (342 mg/dl) did a correction bolus (amount not provided) which brought the levels to 10 mmol/l (180 mg/dl) but went back up to 20 mmol/l (360 mg/dl). The patient removed the pod, applied a new one and went to the hospital where she stayed the night, was placed on several intravenous (IV) fluids, received a lot of liquid and anti-nausea medication (name not provided). The pod was worn between 4 and 24 hours.